Event description:
It was reported that this patient experienced a fall during routine follow-up exam and was sent to hospital. Upon device data review, variable threshold measurements and pacing inhibition were noted and the patient required a temporary pacing lead. The physician performed a revision procedure and it was alleged that the right ventricular (rv) lead had dislodged from the implant location. The physician elected to surgically reposition the rv lead. During this procedure, dried blood was noted deep within the device header port. The physician elected to surgically explant and replace the device to resolve the event. The rv lead remains implanted and in-service and the device was discarded. The patient was stable with no additional adverse effects reported.